Event description:
It was reported that a non-dehp extension set leaked "where the proximal part of the y site meets the line". The event occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.